Event description:
Patient called alleging that the test strips were damaged. The test strips were not expired. Pt had done a back-to-back testing within 10 minutes from one another. Pt obtained a 155mg/dl and a 117mg/dl.